Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One volt pfa, sensor enabled catheter was received for evaluation. Investigation revealed no evidence of the reported "piece of tissue" on the returned catheter. However, damage was noted to two of the splines along the basket assembly. The catheter passed leak testing and deflation testing with no anomalies observed. In addition, catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve reach with no resistance or functional anomalies noted. The volt catheter was then inserted and removed from a stock 13f agilis with no anomalies and minimal resistance. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the observed spline damage and reported event remains unknown.

Event description:
At the end of a successfully completed pvi pfa procedure, upon removing the catheter from the patient the physician noted a piece of tissue that was trapped on one of the splines of the catheter. Transesophageal echocardiogram was performed which was negative for effusion or other complications. There was no difficulty noted with insertion or removal. The physician had good contact during each treatment and the balloon was fully inflated during treatment. The patient was doing well and was later discharged.